Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a alternate sample from the same lot was returned from stock for investigation and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported finding a fluid leak after canceling treatment. The patient had discontinued treatment and switched to manual pd. When preparing the cycler for next evening's treatment they found the cassette had leaked. They were advised to contact the pd nurse. The sample was discarded. During follow up the patient's caregiver reported the patient's effluent remained clear. He was not prescribed any antibiotics.